Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6), 2022. The customer's blood glucose level at the time of incident was 457 mg/dl. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was treated with intravenous insulin drip. The customer declined to troubleshoot for high blood glucose. The customer will continue to use the device.